Event description:
Customer alleged the hydraulic pump will not hold when lifting patient. Qt # (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. However, a quote for the RMA has been provided - qt (B)(4). Model 9805p, serial number/date code (B)(4) is approximately 8 months old. The owner's manual part number (B)(4) rev e (may-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the hydraulic pump the 9805p lift will not hold when patient is being lifted. Product is to be returned to invacare for an inspection and evaluation no injury alleged.